Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer rolled over the pump and the touch screen became shattered and unresponsive. The customer's blood glucose was 243 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.